Event description:
There was an allegation of questionable troponin t g5 stat elecsys results from the cobas e411 rack analyzer. Patient 1 initial result was 389.8 ng/l and was reported outside the laboratory. The sample was then repeated as this result was believed to be too high. The repeat result on the same analyzer was 19.52 ng/l and the repeat results on another analyzer were 387.1 ng/l and 374.8 ng/l patient 2 initial result was 6.00 ng/l. The repeat result on the same analyzer was 16.06 ng/l and on another analyzer was 8.62 ng/l. The final repeat result was reported outside of the laboratory. Patient 3 initial result was 15.90 ng/l. The repeat result on the same analyzer was 31.41 ng/l and on another analyzer was 31.00 ng/l. The final repeat result was reported outside of the laboratory.

Manufacturer narrative:
The reagent lot number and expiration date were requested but were not provided. The field service engineer found an issue with the measuring cell. He changed pinch tubing, sipper seal, and the measuring cell. He ran measuring cell preps, photomultiplier adjustments, blankcell calibration, and performance testing. The customer ran calibration and qc with passing results. The investigation determined the service actions resolved the issue.